Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump, which successfully resolved the issue with no recurrence of the malfunction code. The customer was able to continue using the pump and was advised to call back if the issue reoccurred.